Event description:
According to the reporter, during a segmentectomy (wedge resection), six of the reloads were initially triggered, but then failed to complete the firing cycle; the other one was also difficult to unload, and the trigger shaft of the handle snaps but not broken. The surgical time was extended for two hours. A powered handle and a new reload were used to resolve the issue.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted that a loose unformed staple was resting on the distal end of the staple cartridge. It was reported that the device made partial firing. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the handle was broken. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a video were available for evaluation. Visual inspection noted the instrument firing knobs were retracted. The articulation lever was in neutral position. It was reported that the instrument made strange noise and the device fired partially. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. These issues may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. Attempting to fire a reload that is in interlock. In each circumstance, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60axt, egia60axt egia60 artic extra thicksulu (lot# n3j2002y) sigtrsb60amt, sigtrsb60amt 60mm med thk reinforced rel (lot# n3e0228y) egia60axt, egia60axt egia60 artic extra thicksulu (lot# n3j2002y) egia60axt, egia60axt egia60 artic extra thicksulu (lot# n3j2002y) egia60axt, egia60axt egia60 artic extra thicksulu (lot# n3j2002y) egia60axt, egia60axt egia60 artic extra thicksulu (lot# n3j2002y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a segmentectomy (wedge resection), six of the reloads had staple lines that were incomplete; the other one was also difficult to unload, and the trigger shaft of the handle was broken. The surgical time was extended for two hours. A powered handle and a new reload were used to resolve the issue.